Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the cartridge used to deliver the lens caused rough edges on the lens which caused a capsular bag tear. Additional information, including patient status, has been requested.

Manufacturer narrative:
The complaint sample was not returned by the reporting facility; therefore, the complaint could not be confirmed. Product history records could not be reviewed because the facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested 03/10/2008 and 04/01/2008 by mail, fax and phone. A completed questionaire has not been received.